Event description:
The customer reported obtaining negative anion gaps for multiple patient samples involving the beckman coulter au680 clinical chemistry analyzer. The customer stated that the reference solution for the ion selective electrodes (ise) was just replaced prior to the event, but the ise calibrations passed and quality control (qc) recovery was close to the mean. The customer evaluated the carbon dioxide (co2) recovery and discovered no issues. However, the customer noted that sodium (na) recovery was slightly low. The customer provided an example of low na recovery of 133 mmol/l for one patient sample; subsequent repeat of the sample generated a na result of 148 mmol/l following cleaning of the ise system. The customer suspected a clot in the ise flow cell. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to check the tubing and to perform an enhanced cleaning of the system. The customer called back to report of the continued erratic ise recovery specifically with na and potassium (k). The customer reported generating a low k result of 1.0 mmol/l and a high k result 9.0 mmol/l on patient samples. The customer stated that the results were not believable and were not reported out of the laboratory. The customer confirmed that no erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The customer declined to provide any patient data for this event and estimated that approximately 20-30 patient samples were affected.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noted large air bubbles in the reference line coming from the ion selective electrode (ise) reference valve to the reference block of the flow cell. The fse proceeded to replace the valve to resolve the issue. The fse also evaluated all ise tubing connections and alignments and no issues were found. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to the ise reference valve failure.